Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus/basal delivery. There was no motor position encoder error alarm noted in the history screen. The pump was able to communicate with the glucose sensor stimulator and minilink transmitter but was unable to complete the testing for the lost sensor alarm due to the motor error alarm during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. The pump had scratched display window and no unexpected reset. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 198 mg/dl. The customer stated that the pump had been resetting itself every time it alarms motor error. The customer was already disconnected. The customer was forced to reprogram the time and date then advised to rewind the pump. The pump alarmed motor error while reviewing the alarm history and then it reset itself again. They were able to rewind the pump but the motor error alarm occurred more that once in the last thirty days. Troubleshooting was able to resolve the issue. The device was returned for analysis.